Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received no delivery errors and a motor error. The customer also added that they have experienced high blood glucose levels of 400 mg/dl to 500 mg/dl due to the no delivery alarms. The customer was assisted with motor error troubleshooting. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to the alarm. However, the insulin pump passed the displacement test and both the test and manual prime were successful. The customer was advised to monitor and call back if the issue persists. Troubleshooting for the no delivery alarm was performed. After running two fixed primes to test the cannula connect and site, it was explained that the set may be occluded. The customer was advised to change the entire infusion set. No product will be returned for analysis.